Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a heavily calcified left anterior descending coronary artery intervention, resistance was met with the anatomy during advancement and the xience sierra stent dislodged but remained in the guiding catheter, so there was no issue with removal of the device. There was no reported adverse patient effect or a clinically significant delay in the procedure. Another stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified lesion causing the reported failure to advance and subsequent stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.